Event description:
It was reported that the customer received a button error alarm on his insulin pump, following exposure to moisture while the customer was rafting. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded up and down button on keypad trace. No button error alarm during testing. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.